Event description:
It was reported to philips that the device did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and observed that the video signals in flexvision were intermittently disappearing. The analysis of log file identified bad videoconnection which confirmed the reported malfunction. Upon troubleshooting, it was identified that there was an issue with flexvision pc video port and layouts, with video ports occasionally missing. The fse resolved the issue by replacing the hard disk and reloading the software on the flexvision pc. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.